Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficulty removing filter, filter/stent enlargement, filter damage. Time of malfunction: during the procedure. Symptoms/ae: intervention required to remove filter. It was reported that an rx acculink was successfully implanted in the right internal carotid artery. During rx accunet filter recovery, the sheath slipped into the heavily tortuous, bovine aortic arch, and as a result, the filter strut was pulled into the stent. The filter was difficult to remove but was successfully, completely retrieved using a second recovery catheter, an aspiration catheter, and balloon dilatation catheter. Angiographic images showed no stent damage. Examination of the filter after removal revealed damage to the filter basket strut but no device detachment. The pt remained asymtomatic and there was no adverse pt sequela. Though requested, no add'l info was provided.